Event description:
It was reported that, "the patient was having pain so the surgeon revised."

Manufacturer narrative:
The unknown f liner, unknown 36mm -25 ball & unknown neck were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information pertaining to the devices referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.